Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized and received unspecified treatment for peritonitis. After completing treatment for peritonitis, the patient was discharged from the hospital. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3 and b5. B5: upon follow up, it was reported the patient experienced suspected peritonitis. It was further reported that 12 days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.